Manufacturer narrative:
Philips service reinstalled the lead curtain housing and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the lead curtain suspended arm cover fell off on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.